Manufacturer narrative:
Per investigator notification it was confirmed that, there was no allegation against the product. Hence, bd has determined that this MDR event is not reportable h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the website was not clear about the elbow connector piece being included in the purewick accessory kit. It was noted that the last purewick accessories replacement kit was shipped to the patient on (B)(6) 2021. The patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the website was not clear about the elbow connector piece being included in the purewick accessory kit. It was noted that the last purewick accessories replacement kit was shipped to the patient on (B)(6) 2021. The patient had been using the purewick products for more than 90 days.